Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker hip joint. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
I heard "clicking"or "knocking" from my old hips before they were replaced. I now hear some clicking from my new stryker hip joint mainly when I do light exercises. Recent x-rays show good recovery progress and the orthopedic doctor is pleased with what he sees. Update: it was reported that patient states that he has heard noise in his hip since last (B)(6). Patient is concerned with long term effects of this hip and would like to know if the noise he hears is normal.

Manufacturer narrative:
The exact cause of the event could not be determined with the limited information available at the time of evaluation. No further investigation for this event is possible at this time as no devices, medical records, or other clinical information was received by stryker orthopaedics. If devices and/or additional information become available, the investigation results will be submitted in a supplemental report.

Event description:
I heard "clicking"or "knocking" from my old hips before they were replaced. I now hear some clicking from my new stryker hip joint mainly when I do light exercises. Recent x-rays show good recovery progress and the orthopedic doctor is pleased with what he sees.